Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products: unknown zimmer screw, unknown lot number. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported one screw fractured and one screw was loose. This report refers to the fracture of the screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: additional device information. G3: date received by manufacturer. G4: premarket identification. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) mhlas (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual evaluation was performed; the screw has signs of use. The screw was identified as a mhlas. The screw was fractured at the head. Both pieces were returned. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the head. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.